Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. An under water leak test was performed and no leak was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an all-in-one container leaked. The event was further described as; ¿a chemotherapy mixture was prepared they detect that there was a leak from the injection site¿. This issue was identified during preparation prior to patient use. There was no patient involvement. No additional information is available.